Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. Insulin pump had motor error alarm. Drive support cap was normal. Customer was able to rewind. Customer stated that the insulin pump passed displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).